Event description:
A problem with the programmer was reported; a "08 error" occurred. The application card was removed and re-inserted and the issue was stated as resolved. It was added that the pump was in stopped pump mode. The pump script was updated, that allowed to update the bridge bolus correctly. Drugs delivered were hydromorphone and baclofen. A follow-up report will be sent when it becomes available.

Event description:
Additional information was reported that the error code was 08:08:f8:f8-544 (253) which indicated the pump was busy. The cause of th is event was suspected that the new programming initialization was still in progress.

Manufacturer narrative:
Concomitant medical products: programmer model 8840, serial# unk; catheter model 8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: unk.

Manufacturer narrative:
(B)(4).